Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy or difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip entangled with chordae). The reported difficult single gripper actuation and tissue injury appear to be a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A first clip, a mitraclip xtw (51201r1032), was inserted and deployed on the mitral valve, adjacent to the previously implanted clip. To further reduce mr, a second clip, a mitraclip xtw (51222a4127) was inserted and positioned laterally. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be removed from chordae. However, it was observed that the posterior gripper was not functioning as intended. Therefore, the clip was removed and replaced. A third clip, a mitraclip xt (50813r1040) was inserted and positioned on the mitral valve. However, the clip became caught in chordae. Troubleshooting was performed and was able to be freed from the chordae. However, it was observed that a rupture of the chordae occurred, and one of the grippers was not functioning as intended. Therefore, the clip was removed and replaced. A fourth clip, a mitraclip xt (51002r1101) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. The procedure was discontinued with one clip implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.